Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump had a corroded battery tube. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the keypad was not responding on the customer's insulin pump. The customer stated the insulin pump was not exposed to moisture. She was advised to discontinue use of the pump and revert to a back up-plan. The customer's blood glucose level was 250 mg/dl. Nothing further was reported.